Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-jan-2018 with the following findings:  during investigation, the battery compartment was found to be cracked traveling to the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on 04-jan-2018.